Manufacturer narrative:
The examination results are inconclusive in the absence of the event baseplate but suggest that this event is likely related to tolerance variations and extremes.

Event description:
The tibial insert did not seat properly in the baseplate. There was no adverse consequence for the patient or delay in surgery or anesthesia time.